Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s grandchild reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose of 640 mg/dl and also had no delivery. The customer had no delivery after coming out of the hospital. The no delivery alarm occurred during manual prime. The customer's blood glucose value was 350 mg/dl at the time of the incident and the current blood glucose was 370 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with bolus on the pump. The customer was not wearing the insulin pump prior during the hospitalization greater than 48 hours. The customer was advised to follow up with health care professional. The customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.